Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges "when the blade is installed, the light on the handle dose not persist and flickers. It was found when the device was used in the operating room". There was no report of patient injury or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). One 4215 greenled handle, medium, was received for investigation. The handle was visually inspected upon arrival for any signs of ab use/misuse/damage and none were noted. A rusch greenlite disposable metal mac 2 blade was attached to the greenled handle, and engaged. The led was energized, light was successfully passing through the fiber optic pipe light of the blade. There was no flickering noted in the light performance. The blade was disengaged and engaged multiple times with no flickering noted. The complaint cannot be confirmed at investigation. The condition of "flickering" could not be replicated in a lab setting.

Event description:
Customer complaint alleges "when the blade is installed, the light on the handle dose not persist and flickers. It was found when the device was used in the operating room". There was no report of patient injury or consequence. The patient condition was reported as "fine".